Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The device history was read out and analyzed. On the reported day of occurrence an infusion therapy was entered with a syringe type bd plastipak 50 ml and a flowrate of 9 ml/h at 02:11pm. The infusion was started at 02:54pm. A few minutes later a pressure alarm occurred. A pressure alarm occurred at 6:32 pm again and one minute later, the hint "syringe near empty" occurred. Two minutes later, the infusion stopped by an pressure alarm again. Furthermore it could be detected some flow rate changes by customer. During a visual investigation it was possible to detect that all cover caps were on the screw pillars as well as the seal on the lower housing part was available and undamaged. No damages on the housing part could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to put the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +1,67% was within specification (+-2%) (according to en iso 60601-2-24). The infusion therapy which was stored in the device history was reproduced. A omnifix 50ml syringe was inserted and a bd plastipak 50ml was selected. The infusion was started and at the end of the infusion the hint "syringe near empty" occurred. A few minutes later, the infusion stopped because of a pressure alarm. After disassembling the device no damages could be found. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. An application error could not be excluded. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(4): "under infusion." Customer information: the pump didn't alarm to say it was coming to the end of its infusion and the patient was receiving insulin and was on a ventilator. Pump set up on the 15th july first time as noradrenaline 4mg/50. Staff believe this was done somewhere between 14:30-15:00. (This will be the first entry for this pump on the day as there was no other patient in this room before) pump stopped as it alarm occlusion. When observed, the syringe was empty. No syringe empty alarm seen. No "near the end of the infusion" alarm was activated.